Manufacturer narrative:
As the patient was transferred to another hospital, the field representative is not aware of any further details regarding this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, high threshold measurements and loss of capture were observed on the right ventricular (rv) lead. Additionally, there was a decrease in rv impedance measurements. A chest x-ray confirmed the rv lead had dislodged. As a result, a revision procedure would be performed. The patient was transferred to another hospital for the procedure. No adverse patient effects were reported.